Event description:
Caller reported a malfunction on the pump, specifically noting a malfunction code of "malf 12." There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information to reset the pump and assisted the caller in doing so, with no recurrence of the malfunction code. The customer was advised to continue using the pump and to call back if the issue recurred, which the caller acknowledged and understood.